Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was received by the philips bench repair. The bench technician performed an evaluation, and the reported issue was confirmed and traced to a faulty power switch overlay.the bench technician replaced the power switch overlay to resolve the reported issue. The device passed performance verification testing.

Event description:
It was reported to philips that the device had a led (light emitting diode) failure. Information is currently unavailable.